Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.